Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic with low out of range pacing impedance and high capture thresholds on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition before, during, and after the case.

Manufacturer narrative:
A partial lead was received in two segments. External insulation abrasion was noted at 11.5 to 11.7 cm from the connector pin exposing the outer coil, consistent with lead friction to the device can. This is consistent with the observation from the field of high capture thresholds and low pacing impedance.